Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received functional testing. A visual inspection was performed. A one hour simulated therapy was performed on the device. Upon conclusion of the investigation, the cause of this issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 16:14:53. During night drain cycle three, the patient's ultrafiltration reading was 966ml, indicating the home patient drained 966ml more than their maximum programmed fill volume of 1500ml. No additional information is available.